Event description:
The surgeon reported the device was implanted in a pt. Approx one week post implantation of the device, the pt presented with swelling of peritoneal fluid as the lumbar was not draining properly. The pt came back in for a revision of the hv valve. The second hv inlet valve broke before being in contact with the pt. The second valve will be returned for eval. The surgeon pulled a third valve from the shelf (from a different lot number than the second valve) and was able to implant on the pt with no incident. The pt is doing well. This is the second occurrence with this type of valve for this surgeon. The first occurrence was not reported and add'l info has been requested. Feb 2004 add'l info was received. The pt had a hv valve implanted, one week post operative the pt was presented with peritoneal pooling of csf. The hv valve malfunctioned, the pt required a revision. During the revision, a second hv valve was to be implanted. Prior to implant the valve broke in the surgeon's hand. This is the valve which will be returned for eval. A third valve was used for this pt and to date no difficulties have been reported.